Event description:
The patient is a diabetic who is physically handicap and also visually impaired. She recently started using your droplet pen needles and has found after her injection, when she attempts to replace the outer/larger needle cap to cover the actual needle, the outer cap does not stay secure on the needle's plastic ring. When removing the needle from the pen, the outer cap falls off and a person can easily be poked with the needle. This does not only happen to her but other caregivers who are giving her injections.

Event description:
The patient is a diabetic who is physically handicap and also visually impaired. She recently started using your droplet pen needles and has found after her injection, when she attempts to replace the outer/larger needle cap to cover the actual needle, the outer cap does not stay secure on the needle's plastic ring. When removing the needle from the pen, the outer cap falls off and a person can easily be poked with the needle. This does not only happen to her but other caregivers who are giving her injections.